Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. Then checked for smoke and odors. After rebooting, the alarm sound did not start.

Manufacturer narrative:
Updated data: b4, e1 (phone number, city) e2, e3, g3, g6, h2, h10, h11 corrected data: b5, d4 (model, catalog, UDI).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit shutdown. Then checked for smoke and odors. After rebooting, the alarm sound did not start.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed damage to the terminals on the solenoid board. The fse replaced the solenoid control board, power management board, and the executive processor board. The equipment was tested for a long period of time and was in good condition. The fat dept. Received the following parts associated with this complaint: pn: 0670-00-0766 sn: (B)(6) pcba, solenoid control. Pn: 0670-00-0767 sn: (B)(6) pcba, power management. These following parts were received with a reported unit failure message of unit shut down during performed pumping test and later smoke and abnormal smell. Pn: 0670-00-0766 sn: (B)(6) pcba, solenoid control. Pn: 0670-00-0767 sn: (B)(6) pcba, power management. Performed visual inspection of all parts received and found damaged and good condition for following parts: pn: 0670-00-0766 sn: (B)(6) pcba, solenoid control (burnt c63 capacitor). Pn: 0670-00-0767 sn: (B)(6) pcba, power management (good condition). Due to this damaged and the risk, it poses, this part cannot be investigated any further by the fat dept. Installed the pn: 0670-00-0767 sn: (B)(6) pcba, power management (good condition) into the cardiosave test fixture sn (B)(6) and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure of smoke and abnormal smell during tests. Pn: 0670-00-0767 sn: (B)(6) pcba, power management passed testing. Retaining the all parts in the fat dept. As per procedure.

Event description:
It was reported that during a routine inspection, the cardiosave intra-aortic balloon pump (iabp) shutdown. Afterwards, smoke and an unusual smell were observed. After rebooting, the alarm sound did not start. There was no harm reported.